Event description:
It was reported that the eyelet broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: it has been reported that when impacting the implant, the peek has not pierced the first cortex since it has been undone. See picture within the mail attached in intake tab. Update: per additional information received, the peek broke into separate pieces. All pieces were retrieved. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) use of excessive force, 2) leveraging of the anchor against the bone, 3) user fully seats eyelet anchor onto inserter which eliminates interference fit, 4) inadequate assessment of bone quality, pilot hole not prepared. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the eyelet broke during the procedure. All pieces were retrieved.